Event description:
According to the reporter: there was a positive air leak test on anterior side of anastomosis. Endoscopic inspection of anastomosis showed no irregularities or malformed staples. The surgeon over sewed the staple line with 2-3 sutures to solve leak. Operating room time was extended by approximately 30 to 40 minutes.

Manufacturer narrative:
(B)(4).